Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported the system is having problems in half dose (low dose) mode. No patient injury was reported.